Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 247mg/dl and a correction bolus via the pump was delivered to address the bg level. A system check was performed and the occlusion was found to be within the infusion tubing. Reportedly, the cartridge had been in use for 9 days. Tandem technical support advised the customer not to use cartridges over 3 days in order to follow proper labeling for cartridges. Reportedly, a cartridge and infusion tubing change was performed to address the occlusion alarm. A follow-up call to ensure the customer's bg level decreased to target range was declined by the customer.